Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the biphasic pcb assembly, which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed biphasic pcb assembly and determined that the cause for the reported issue was due to capacitor, designator c36. C36 was electrically shorted which allowed the device to charge but the device would not deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that the service indicator is illuminated and there are event codes logged in the device's memory. Upon evaluation of the customer's device, physio observed that defibrillation energy delivery is inoperative. There was no patient use associated with the reported event.